Event description:
IV administration set for '3 in 1'. Tpn at top of drip chamber, the vent cap is totally popping out of set; falling on floor; tpn solution running all over. Occurred w/4 sets from same lot #.